Event description:
It was reported that the coil broke. A 6x20 embold fibered detachable coil system was selected for use in an embolization procedure to treat a bleed. The anatomy was moderately tortuous. During the procedure while repositioning the coil inside the vasculature, the coil appeared thin and elongated. No resistance was noted. Then the coil broke at the coupler and had to be snared. The device was removed. At this point it was determined no other intervention was needed. No patient complications were reported.